Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint history reviews were not performed because the lot number was not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated. D4: the UDI is not known as the part and lot number were not provided. Attachment: article titled, "access site complication rates following peripheral artery revascularization in patients with end-stage renal disease: a comparison of vascular closure devices and manual compression."

Event description:
This study aimed to compare the rate of complications between using manual compression and vascular closure devices after a percutaneous transluminal angioplasty to treat end-stage renal disease (esrd). This study included 264 patients split between two cohorts. 204 patients received manual compression (mc) as the method to achieve hemostasis and 60 patients received vascular closure devices (vcds). Three types of vcds were used: proglide (1.67%), starclose (8.33%), and a collagen-base closure device (90%). The overall complication rates in the vcd and mc groups were 3.3% and 4.4%, respectively. Complications including puncture site complications, acute ischemia, and bleeding requiring blood transfusion associated with vcds were reported. In one of the cases, it was reported that a starclose device failed to secure the vessel wall [failure to achieve hemostasis] and was treated with manual compression. Overall, vcds and mc had comparable safety and effectiveness outcomes in esrd patients. Specific patient information is documented as unknown. Details are listed in the attached article, titled "access site complication rates following peripheral artery revascularization in patients with end-stage renal disease: a comparison of vascular closure devices and manual compression" no additional information was provided.